Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 480 mg/dl. The customer declined to troubleshoot for high blood glucose readings. The customer stated that the buttons were scrolling up on the pump. The customer stated that the up arrow key is not working. The customer stated that she changed out her infusion set by rewinding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
No unexpected scrolling of numbers noted. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump had a missing end cap sticker, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.